Event description:
It was reported that the right atrial lead exhibited capture and sensing anomalies and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was breached at 18.5 cm from the connector pin below the suture sleeve impression. The damaged distal insulation could cause the proximal and distal coils to come into contact resulting in capture and sensing anomalies and noise.